Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a( B)(6) year old female patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The event log showed two events on the reported event date where analyze feature was used and a result was returned. The clinical data was not available as part of the investigation so we were unable to investigate the algorythm decision. The investigation concluded we were unable to find anything unusual during the evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.